Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter: when the product was opened today, it was found that there was foreign matter inside. The foreign matter was knocked off and there were burrs and bulges. The foreign matter was visible.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050906. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. The following information was provided by the initial reporter: when the product was opened today, it was found that there was foreign matter inside. The foreign matter was knocked off and there were burrs and bulges. The foreign matter was visible.